Event description:
It was reported that a call was received stating when atrial outputs were increased to 3 volts during an office check, the patient screamed. The patient also screamed when the patient's abdomen was palpated by a physician. The pulse generator and leads remain in use. No further complications have been reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.